Manufacturer narrative:
Previously reported g3 should have been 6/23/21 rather than 6/18/21.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation. It was observed the patient's right ventricular lead was sensing noise leading to pacing inhibition. The lead was capped and explanted. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information notes the doctor said there was an insulation breach on the lead.